Manufacturer narrative:
(B)(4) date sent: 11/3/2015' information not available, device not returned for analysis' should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the surgeon reported, upon removing the harmonic ace from the trocar, a portion of the device's blade had broken off. Another device was opened to complete the procedure. The tip was not recovered, but the surgeon believed that the tip was captured through irrigation process. An x-ray was conducted prior to the procedure completion with no issue reported. Case completed with another device of the same product code. There were no patient consequences reported. No device will be returned.